Event description:
My medtronic minimed 670 g insulin pump will not check the amount of insulin left in the reservoir before it accepts and pumps a bolus. For example, if you have 5 units of insulin left in the reservoir and bolus 20 units, it takes the 20 units and starts pumping. Although the reservoir empties after 5 units, the pump continues to pump until 20 units pumping is done. It registers as 20 units pumped. It is a major problem for me.